Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results generated on the architect c4000 processing module for one patient sample. The following data was provided: tested on (B)(6) 2024 (creatinine normal range: 0.5-1.5 mg/dl). Sid (B)(6): creatinine initial result = 2.125 mg/dl; creatinine repeat result = 0.800 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the creatinine reagent lot 21504un23 was identified.

Event description:
The customer observed falsely elevated creatinine results generated on the architect c4000 processing module for one patient sample. The following data was provided: tested on (B)(6) 2024 (creatinine normal range: 0.5-1.5 mg/dl). Sid (B)(6): creatinine initial result = 2.125 mg/dl; creatinine repeat result = 0.800 mg/dl . There was no impact to patient management reported.